Event description:
Dealer stated the socket pivot cup on the end user's chair is worn down resulting in the arm rest no longer locking in place. Dealer stated he believes the issued is caused from end user misuse. Dealer stated no injuries associated with the issue. Dealer did not have end user's name or phone number available.